Event description:
It was reported that post-operatively the implantable cardiac monitor (icm) exhibited loss of contact due to pressure on implant site. The device is still in use. No patient complications have been reported as a result of this event.